Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device feature designed to maintain cardiac resynchronization therapy pacing in the presence of ventricular sensing triggered short runs of arrhythmias. The feature was programmed off. The device remains in use. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.